Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the exterior of the pump did not show any anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue was found with the pump. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a pump that was explanted due to an underinfusion volume discrepancy. The expected volume was 4ml and the actual aspirated volume was 13.5ml. The patient reported an increase in pain but denied symptoms of withdrawal. Cs reported that the patient reported that they had not had any recent mris, falls or injuries. A cap study was performed, and the physician was unable to find any issues with the catheter. The physician explanted the pump and there were no catheter issues observed during the surgery.